Event description:
Boston scientific received information that this right ventricular (rv) lead was not sucessfully implanted. The physician reported that the lead rubbed a lot so they increased the introducer side however the lead was then damaged. The lead was explanted and the physician noted that the distal shocking coil was disconnected. No adverse patient effects were reported. A smaller sized lead was sucessfully implanted. The explanted lead will not be returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.